Event description:
It was reported that the stent failed to expand. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as treatment for peripheral artery disease. The 90% stenosed target lesion was severely calcified. Pre-dilatation was performed using a 5mm balloon. After releasing the eluvia stent from the delivery system, a portion of the stent did not expand. Additional balloon dilation was performed. Since the stent deployed, the procedure was considered successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system from batch 27270964. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual inspection revealed a kink in the outer sheath at the nosecone, and microscopic examination revealed no additional damage. Inspection of the remainder of the device revealed no other product quality deficiencies, thus it was determined the kink in the outer sheath was likely due to user handling during the procedure. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of failure to expand from the field. E1: initial reporter address 1: (B)(4). E1: initial reporter city: (B)(4).

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the stent failed to expand. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as treatment for peripheral artery disease. The 90% stenosed target lesion was severely calcified. Pre-dilatation was performed using a 5mm balloon. After releasing the eluvia stent from the delivery system, a portion of the stent did not expand. Additional balloon dilation was performed. Since the stent deployed, the procedure was considered successfully completed. No patient complications were reported.